Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2007, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported lead dislodgement. Consequences of the event were noted as other surgical operation. Cause of lead displacement was traumatic. No symptoms were reported. There were no further complications reported and/or anticipated.